Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 06-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were high impedances. The rep reported that the lead placed without difficulty to the top of t9. The rep reported that impedances were checked and 0-4 were greater than 10,000 ohms. The rep reported that the lead was reseated in the header and the impedances were unchanged. The lead tail was switched in the head and 8-12 were greater than 10,000 ohms; ruling out that the issue was with the battery. The lead was returned to the original header positions and 0-4 was greater than 10 ,000 ohms. The patient was going to be programmed with high density settings so affected electrodes could be programmed around, so the lead wasn't replaced. The rep checked impedances post-operative and only 0-3 were greater than 10,000 ohms, so perhaps were temporarily high. The rep was going to check at the post-operative appointment which was not yet scheduled. No further complications were reported.